Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that at the beginning of an endoscopic vein harvesting procedure, the hemopro started beeping and self-activated. A replacement device and extension cable were used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question. Please refer to MFR report #2242352-2013-00439.